Event description:
The customer reported the system produces the fluoroscopy, but there is no image displayed.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep found that the system probably had bad contacts. He troubleshoot the system. The system operates as intended.